Event description:
It was reported that the customer had to change her infusion set and rewind her pump. Customer went to finish it but it was not getting to the prime part. Customer stated that it was like the insulin was being emptied. The pump told her to disconnect until her reservoir was empty, then it said no reservoir. Customer's blood glucose level was 301 mg/dl. Customer treated with an injection. Customer was unable to exit the preparing to prime loop. Customer stated the drive support cap was sticking out earlier, but she pushed it back in. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)